Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/04/2017 with the following findings: a review of the black box showed multiple consecutive call service 054/052/012 alarms and one power on reset event was found associated with a battery change. The battery compartment was cap were undamaged and were able to fit securely. The battery cap contact measurements were within specifications. The pump powered up with auditory and vibratory alarms with a blank display. The pump cover was removed to find no intermittent conditions to the printed circuit board. The intermittent power complaint was unable to be adequately investigated due to a slave processor failure.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging an intermittent power issue in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.